Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported adverse event and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was treated by their doctor due to hyperglycemia on (B)(6) 2025. The patient's blood glucose level (bgs) rose to 545 mg/dl after their personal diabetes manager (pdm) would not turn on and the screen remained black. Symptoms reported include dry mouth, thirst and dizziness. The patient went to their doctor and the doctor injected the patient with insulin.